Event description:
It was reported that a new ams 700 lgx inflatable penile prosthesis (ipp) had decolored area of iz and it was discovered prior to implanting it. The doctor did not feel comfort implanting the device because it seemed to be weaker. Another new preconnected ipp pump and cylinders were used to complete the procedure. No further issues were reported in relation to this event.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a new ams 700 lgx inflatable penile prosthesis (ipp) had decolored area of iz and it was discovered prior to implanting it. The doctor did not feel comfort implanting the device because it seemed to be weaker. Another new preconnected ipp pump and cylinders were used to complete the procedure. No further issues were reported in relation to this event.